Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem provided charging cable along with a tandem-provided wall adapter to charge the pump. Despite trying an alternate set of charging supplies, customer was unable to charge the pump battery successfully. Tandem technical support offered to provide customer with a new replacement pump, but customer declined and stated they would self-troubleshoot with a new set of supplies. No additional information was available. There was no adverse impact to the customer's blood glucose level.